Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices tidal volume did not display a value, making it unable to be used normally. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2024-44927. The investigation will be documented under MFR report number 2518422-2024-44927. Therefore, this complaint no longer meets reportability requirements.